Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in a procedure performed on (B)(6) 2014. According to the complainant, during preparation, before unpacking the device outside the patient, a human hair was found inside the sealed sterile pouch with the snare. There were no other reported issues with the device packaging and no visible damage noted to the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual evaluation found a piece of hair inside the sealed pouch. The investigation confirmed the presence of a foreign material inside the unopened pouch; based on condition of the returned device the root cause is manufacturing. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in a procedure performed on (B)(6) 2014. According to the complainant, during preparation, before unpacking the device outside the patient, a human hair was found inside the sealed sterile pouch with the snare. There were no other reported issues with the device packaging and no visible damage noted to the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.